Event description:
.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date of the lead cannot be determined. Evaluation summary - preliminary testing showed the device had no telemetry and no output. Further testing revealed arcing occurred on the outside of the device during a high voltage therapy. The electrical overstress from the arc caused further arching inside the device on the battery tabs. The resulting damage created a high current path causing the battery to rapidly deplete and the device to lose function.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.